Event description:
Rptr claims the chairs integral control boot ripped and substances have gotten into it, causing the joystick to stick and the chair having uncommanded movement. No injuries reported.